Manufacturer narrative:
The reported event, for bur/bit breakage, was not confirmed as the bur was not returned to cork for evaluation. Without the bur/bit, the root cause cannot be determined. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bit was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bit was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.